Event description:
It was reported that during pre-use checks performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was noted to have a helium leak. It was later reported that the helium for a new tank was down by half in only a couple of days. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue. The stm replaced the o-ring on the helium line connector then performed all leak tests which passed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during pre-use checks performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was noted to have a helium leak. It was later reported that the helium for a new tank was down by half in only a couple of days. There was no patient involved and no adverse event was reported.